Event description:
Baxter affiliate reported a tear/leak in the homechoice cassette which was noted during use. Due to the tear in the homechoice cassette, air was being sucked into the patient's abdomen during the dwell time in the 2nd cycle. The patient notified baxter's technical support. The patient was admitted to the hospital as they were experiencing respiratory distress. The patient was treated with frequent manual exchanges. Per affiliate, the patient felt better and was discharged from the hospital 2 days later.